Event description:
It was reported that the patient with this pacemaker developed a hematoma, and edema was observed at the wound site. This device also exhibited signs of erosion, was explanted, and subsequently replaced. No additional adverse patient effects were reported.